Event description:
Olympus received a voluntary medwatch in which during the procedure, the oes cystonephrofiberscope broke off in the patient. The patient returned to the operating room for removal. The piece of the scope was retrieved and was discarded.